Event description:
It was reported to philips healthcare that the heartstart mrx battery prongs were broken with no pt involvement. It was later clarified by the philips field service engineer that the battery pca pins were broken.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.